Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported the infusion cannulas are bending or kinking during insertion and this has resulted in elevated blood glucose. Pt has a heart condition and experienced chest pains due to elevated blood glucose. He was hospitalized for this on (B)(6) 2011 and was discharged on (B)(6) 2011. Blood glucose was over 600mg/dl when he was hospitalized. He had been treating hyperglycemia by insulin injections, and he was treated with insulin at the hospital. Pt has tried 7-8 infusion sets from a new box and only 1 has worked correctly. Pt started a different type of infusion set, and blood glucose returned to target range of 100-150 mg/dl. Infusion headsets were inserted manually, and there was slight bruising at the infusion sites. Infusion set and cartridge are changed every 5 days, and the pt does reuse the cartridges. Pt was advised on manufacturer recommendations. There is no visible damage to the product prior to using. Product is not available to return for evaluation. Pt was sent replacement infusion sets with a longer infusion cannula and samples of different types of infusion sets. Clinical specialist attempted to reach pt for f/u, but these attempts were unsuccessful.